Event description:
Intra-operatively, it was reported the fluoroscopy screen images were of poor quality and the abdominal aortic branches could not be identified. Patient was moved from or to the cath lab and the procedure was completed with no reported patient harm.